Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the leadless implantable pulse generator (ipg) exhibited loss of capture. Temporary pacing was required. The leadless ipg remains in use. No patient complications have been reported as a result of this event.